Event description:
Complainant alleged that while attempting to treat an 81-year-old male patient, the device delayed to charge, failed to charge defib, and internally dumped the energy. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device log showed three charge errors indicating that charging was occurring at a slower rate than expected toward target energy. After these errors, the device was power cycled, likely due to the battery being removed and reinserted. Subsequent testing showed successful 30 j and 120 j charges that were internally discharged. The battery was not returned for evaluation. The device passed all self tests with no faults found. It charged normally, including during low-battery testing. Log review confirmed that the charge internal discharges occurred when the user changed the selected energy during charging, which causes the device to disarm by design. No abnormal beeping or performance issues were observed. The device met specification and was recertified and returned to the customer. No trend is associated with reports of this type.